Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported the nav ring failed. There was no patient involvement.

Manufacturer narrative:
The service engineer (se) replaced the front bezel to resolve the reported issue. The system fully meets specification and returned to use. Although the navigation ring has not been received for failure investigation, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.